Event description:
It was reported that 228 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced scale marking issues.

Manufacturer narrative:
Investigation: fourteen samples and four photos were received for evaluation. Visual inspection was performed under the microscope. No air bubbles were observed. 4 samples have part of the graduation missing from the 45ml to the 50ml, they are acceptable. Ten samples have the defective printing on the number ¿50¿: the circle around the number 50 partially missing (4), the digit zero from the number 50 incomplete (4), the circle around the number 50 and the digit 5 incomplete (2). All are acceptable. Four photos were provided. Three show the incomplete printing on the zero of the number 50. One show air bubble. From the photo is not clear if the air bubbles are in the barrel wall or in, what appears, the solution inside in the syringe, the rubber stopper is pulled up to the 50ml mark. Failure mode is verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Bubbles are caused when vents on mold are partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 228 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced scale marking issues.